Manufacturer narrative:
H6: 1494: off-label; acd<3.00 at the time of implantation. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo_12.6; -10.0/1.0/050 (sphere/cylinder/axis) implantable collamer lens patient's left eye (os) on (B)(6) 2022. On (B)(6) 2024 the lens was replaced with a longer length lens due to low vault without rotation. This resolved the problem. Cause of the event was reported as unknown.